Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported feeling unwell and decided to go directly to the emergency department (ed). Of note, the patient was using an omnipod 5 insulin pump at the time of the event. Upon arrival, the patient was instructed to remove both the dexcom sensor and the omnipod 5 pump. During the hospital stay, the patient recalled being diagnosed with diabetic ketoacidosis (dka). The patient remembered receiving intravenous (IV) insulin, oral medications described as similar to aspirin, and having blood samples drawn for laboratory testing. The patient was unable to recall specific cgm readings and fsbg values obtained at home or during hospitalization. The patient also could not recall insulin dosages, medication doses, or details regarding the laboratory tests performed. The patient reported being hospitalized for approximately 3¿4 days and was discharged thereafter. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.